Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening). The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dream station auto bipap that the patient alleging of having eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening). The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The technician confirmed no particles in the air path. The third-party service centre concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: (device) problem code, evaluation method code, evaluation result code and conclusion code, remedial action init, recall (z) number has been updated.